Event description:
The external pulse generator was returned as a trade-in and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis it was determined that the upper case was broken, dented and contaminated, the lower case, battery drawer and battery drawer o-ring were broken and contaminated, the battery release was contaminated, the bail cover, ring cover and one screw were missing, the battery contacts were compressed, the keyboard was scratched, the serial number label was torn and the lead flex cover was corroded. The device was to be scrapped in-house. (B)(4).